Manufacturer narrative:
Per the clinic the patient's device was explanted on (B)(6) 2017. This report is submitted on june 22, 2017.

Manufacturer narrative:
This report is submitted on may 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report, may 31, 2017.